Event description:
It was reported that the cayman united awl broke intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed and it was confirmed that the distal tip is worn and the dowel pin that secures the inner shaft to the outer shaft is fractured. Device history records were reviewed for the corresponding lot and no relevant issues were identified. The device is almost 3 years old. Complaint history record review was performed for this lot, and no similar complaints were identified. It was reported that the device broke intra-operatively when prepping the screw. Follow up revealed that the device was used at a normal angle. The patient had an osteophyte and hard bone that made it had to cut through which bent the awl. The most likely cause of the reported event is fracture due to difficult patient's anatomy and tip wear due to device age.

Event description:
It was reported that the cayman united awl broke intra-operatively. The procedure was completed successfully without surgical delay. No adverse consequences nor medical intervention were reported.